Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred which caused the pump to become unresponsive and emit an audible alarm. Reportedly, the customer plugged the pump into a charger and the display eventually turned on; however, the touch screen was unresponsive to the customer's input. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.